Event description:
It was reported from (B)(6) that during a total knee prosthesis (tkp) surgery, it was observed that the lid on the motor device unscrewed while on a bone cut for a distal extremity of the femur. According to the report, the lid fell into the operative field but the battery device remained in its housing. It was reported that there was a need to change the motor device to complete the surgery and to remake the operative field. It was further reported that immediate action was performed on the inspection of the interior of the motor device, verification of compliance with the operating procedures, and maintenance according to the manufacturer¿s instructions. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. The reporter was unable to determine how many devices were involved. It was not reported if there any injuries or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The catalog number and the serial/lot number were unknown. Therefore, common device name, device product code, 510k number and device manufacture date were unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly